Event description:
Philips received a complaint by the customer's manufacturer's field service engineer (fse) on the v60 indicating that the backlight is out on display and needs to replace the user interface (ui) assembly. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.